Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that had a run of the size 12fr lubri-sil foley catheters that the balloon cannot be inflated. When the fluid was inserted, it comes out into the drainage bag instead. The affected lot was ngjy2293 and had none of that lot number left on the shelf now.

Event description:
It was reported that had a run of the size 12fr lubri-sil foley catheters that the balloon cannot be inflated. When the fluid was inserted, it comes out into the drainage bag instead. The affected lot was ngjy2293 and had none of that lot number left on the shelf now.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 8266921. Visual: received one (1) used all-silicone foley catheter with original packaging. Verified material number 175812, batch number ngjy2293 and manufacturing lot number ngjx2974. Visual inspection noted no obvious observations. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as CAPA 8266921 is applicable for this product lot number. Based on the investigation results no additional action is required at this time. Correction: d,f,h- UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.